Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricular outflow tract (lvot), causing paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted to mitigate the pvl. No adverse patient effects were reported.